Event description:
Tech had inserted butterfly and administered radioactive tracer. He pushed the button to retract the needle but noted as he was removing it that the needle did not retract fully and approximately 1/8 of an inch was 0protruding. Neither the tech nor the patient was injured by the malfunctioning device. The device was sequestered until it was no longer radioactive and it is now available for bd representative to pick up for investigation.